Manufacturer narrative:
The field service engineer checked the analyzer. He exchanged the gear pump, cleaned and adjusted the probes, and changed a damaged aspiration tube in the rinse washing station. Precision testing was performed with acceptable results. Quality controls were run and passed successfully. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crp4 (tina-quant c-reactive protein IV) assay on a cobas 6000 c501 module. The sample initially resulted in a crp4 value of <0.05 mg/dl, accompanied by a data flag. The result was reported outside of the laboratory and questioned. The sample was repeated resulting in a crp4 value of 10.78 mg/dl. The crp4 reagent lot was 69976401 with an expiration date of 31-jan-2024.